Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable. Which resulted in a pump shutting down. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.